Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) guided the customer over the phone to recover the storage space. The customer successfully managed to recover the drawer and confirmed that the issue had been resolved. Permission was obtained to close the case. The system functioned as intended after the technical support specialist assisted the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.1 pocket b1 failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.